Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6), 2009.according to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, the patient has not been seen since (B)(6) of 2010. No complications were reported due to the procedure. The patient experienced some pain post-procedure, which was resolved with physical therapy.all other information is unknown and unavailable.